Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during insertion, it was found that the device was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Lot number updated from 23879382 to 22737663. Device evaluated by MFR.: returned device consisted of a quantum maverick mr balloon catheter in two pieces. The balloon was tightly folded. Analysis of the tip, balloon, inner/outer shaft and hypotube included microscopic and visual inspection. Inspection revealed a complete separation in the hypotube located 56cm from the tip. The fracture faces were ovalized, as if kinked prior to separation. Inspection of the rest of the device found no other damage or defect to the rest of the device.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. A 3.0mm x 12mm quantum maverick balloon catheter was selected for use. However, during insertion, it was found that the device was fractured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.